Event description:
It was reported that patient had problems charging the implantable neurostimulator (ins). Patient had never had problems in the past. It was reported that it would take 20-25 minutes to get five coupling bars. It was reported that patient take 20-25 minutes repositioning charger, it had to be so tight that by the time patient was done charging, patients leg was ¿burning up, feel like it¿s on fire.¿ patient was told by the physician to use a wash cloth between the charger and patient¿s leg. It was reported that the patient had lost about eight pounds. It was reported that the patient could see the stimulator through the skin. It was reported that the implant ¿seems like it¿s down further, towards the¿underneath the legs than it used to be.¿ it was reported that it could just seem that way to the patient. It was reported that ¿maybe the neurostimulator shifted in the leg or something.¿ it was reported that the physician ¿tested the device and it was working.¿ it was reported that the patient would charge for three hours and it wouldn¿t charge all the way. Patient was charging every week. Additional information was reported that now had the spacers and belt but patient could not get the belt tight enough around the leg. ¿it¿s not flexible to mold around the patients leg because of the thickness of it.¿ it was reported that if the patient pulls to tight it unlatches. Patient isn¿t able to get a good connection. It was further reported that the patients implant was above the knee on the inside. It was reported that the patient continued to have ¿problems making a connection.¿ it was reported that the belt and spacers wouldn¿t close around the patient¿s leg, so patient would adjust it and tie it so tight that it left an impression on the patient¿s leg. It was reported that after charging, it was visible where the belt had been. It was reported that it left the leg bruised up. It was stated that it hurt to charge. It was reported that the patient was using an ace warp around the belt. It was reported that the patient had not had problems until a couple months ago. It was reported that patient had lost weight from last call. Patient was now like 92 lbs. It was reported that the implant could be moved by touching patient¿s thigh but it didn¿t move by itself. It was reported that if patient does not push the belt tight patient does not get any coupling bars. It was reported that the device is in the patient¿s inner thigh towards the bottom. Patient was going to use adhesive patches and an ace wrap instead of the belt. Additional information reported the patient received help ¿via a phone call¿ with the manufacturer and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 7496-66, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3987, serial # (B)(4), implanted: (B)(6) 2000, product type lead. (B)(4).